Manufacturer narrative:
The insulin pump had no escape or act button response due to an unlocked keypad connector. The functional tests could not be performed due to the unresponsive buttons. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window and a scratched reservoir tube window.

Event description:
Customer reported that she was about to bolus and noticed an air bubble in the tubing; she tried to prime and noticed the act button was not responding. Blood glucose value is 243 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.